Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor glucose was 54 to 56 mg/dl and blood glucose was 230 mg/dl and the insulin pump suspended. The customer declined to troubleshoot. The product will not be returned.